Event description:
Brand new IV tubing was taken out of the packaging. The nurse began to prime the tubing when it came apart at the first valve. The tubing was not used on the patient. Unfortunately, the packaging was not retained, so we are unable to identify the lot number.